Manufacturer narrative:
Correction to section h6. Evaluation code method, result and conclusion. Device evaluation summary: the service personnel (sp) evaluated the ventilator and identified relevant error codes in the ventilator memory logs. The sp reported that alternating current (ac) power module assembly, breath delivery unit (bdu) power supply, direct current (dc)-dc converter printed circuit board assembly (pcba), bd power distribution pcba, exhalation flow sensor and delivery proportional solenoid (psol) were replaced and updated the software. The ventilator passed all testing per manufacturer specifications and was returned to the customer. If the replaced parts are returned for failure investigation, a supplemental medwatch report with the findings will be submitted once the investigation is complete. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional codes added to section h6 evaluation code result and conclusion. Device evaluation summary: one breath delivery proportional solenoid (psol), power distribution printed circuit board (pcb), power supply, alternating current (ac) power module and exhalation valve (evq) were returned to medtronic for further analysis. A visual inspection of the returned part shows no anomalies. The parts were attached to the failure investigation (f.I) test ventilator individually and it successfully passed all tests and calibrations. The returned parts tested satisfactorily. One direct current (dc)-dc pcb was returned to medtronic for further analysis. A visual inspection of the returned board shows no anomalies. The pcb was attached to the failure investigation (f.I) test ventilator and during calibration, the ventilator started to malfunction, losing power intermittently. The fault was isolated to the capacitor, reference designator c83. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic has not received the suspect device/component from the customer for evaluation nor has the device been evaluated by the service engineer. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, a 980 ventilator "stopped" with decreased oxygen pressure, decreased air pressure and entered backup ventilation. The patient was removed from the ventilator and placed on an alternate ventilator with no harm or injury.